Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a burning sensation at the ipg site with stimulation on, and the ipg is loose in the pocket. Surgical intervention took place at which time the patient's ipg was explanted and replaced and relocated to a different ipg pocket. The issue has now reportedly resolved.